Manufacturer narrative:
(B)(4). Batch # n56w04. The ec60 device was received for analysis in good visual condition and with an ecr60d reload loaded on the device. The reload was received partially fired 1/16. After further analysis, it was notice that the top of the one piece sled rails were deform. This is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colon procedure, did not fire at all, took new reload, same problem, took new instrument, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.